Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing surgical stapling during an open rectosigmoidectomy procedure, they were unable to close the anvil of the stapler. Unusual effort was required to turn the twist knob in order to visualize the green bar. They opened another stapler with the same lot number to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned device revealed that the wing nut was disengaged from the instrument. Functionally, the wing nut was re-attached. The wing nut and safety functioned properly upon rotating the twist knob and applied over appropriate test media producing acceptable results. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely and a full complement of staples was deployed and properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition.. Additionally, the investigation detected a secondary condition of disengaged wing nut that has no relationship to the reported condition. Replication of the condition can occur if the twist knob is pulled from the instrument by force. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.